Manufacturer narrative:
Date of event was reported as (B)(6) 2015. See manufacturer¿s reports # 3004209178-2015-08793 and 3004209178-2018-15007 for the patient¿s other device issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was rejected a week or 2 following its placement on their left side in (B)(6) 2015. It was noted that it was wrapped under a mesh and ¿brought the bottom muscle with it¿. The patient reported that the ¿ins pushed out through the top muscle and brought the bottom muscle with it¿. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that they had met with the patient post-op to help with programming and was not aware of any complaint associated the surgery in (B)(6) 2015. There were no further complications reported or anticipated.